Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that this patient with a 7300tfx 29mm valve, implanted for six (6) years and one (1) month, underwent a valve-in-valve procedure due to mitral stenosis. A tmvr was performed using a 9600tfx 29mm valve with a good outcome.

Event description:
It was reported that this patient with a 29mm valve, implanted for six (6) years and one (1) month, underwent a valve-in-valve procedure due to severe stenosis and mild regurgitation. A tmvr was performed with 29mm valve. Post tmvr tee revealed good valve position/function with no complications. The patient was discharged on pod #2 in good condition.

Manufacturer narrative:
Additional manufacturer narrative: updated sections event-other relevant history.